Event description:
Additional information was received that the aneurysm was located in the vertebral, posterior inferior cerebellar artery (pica) and was saccular and ruptured. Vessel tortuosity was normal. The patient is recovering well. It was noted that the physician feels that the integrelin bolus may have caused the rupture after the pipeline deployment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the patient's dissecting posterior inferior cerebellar artery (pica) aneurysm was treated emergently over this past weekend with 3 ped2 devices. The patient was loaded with asa/ brilinta and integrelin prior to pipeline shield treatment. Two devices were deployed across the aneurysm with no technical issues. The contrast run post deployment showed that the aneurysm re-ruptured and another device was deployed. The pipeline was used for an indication that is not approved (off-label); posterior circulation. The pipeline and any accessory devices were prepared as indicated in the IFU. It was noted that the patient is doing well and is stabilized currently. The patient was undergoing surgery for treatment of a ruptured pica aneurysm. Additional information was received that the patient presented with a ruptured vertebral/ pica aneurysm. Integrilin was administered prior to pipeline implantation. Ped2-325-16 and ped2-350-12 were deployed with no technical issues and the post deployment images were excellent. A contrast run showed that the aneurysm re- ruptured so the ped2-350-14 was implanted without any technical issues. A transform balloon was then inflated for 5 minutes and the vertebral artery was sacrificed with 3 target coils. The final imaging showed the pica filling from collaterals. The patient was doing well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.